Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen display is blank. There was no patient harm reported.

Manufacturer narrative:
The getinge field service engineer (fse) stated the customer's screen was distorted with color lines running across screen. The getinge field service engineer (fse) that evaluated the issue, removed and replaced the screen. The fse completed repair with all functional and safety tests per manufacturer specifications.